Manufacturer narrative:
Additional information: see b. Describe event or problem annex e and f codes updated.

Event description:
Additional information 20 jan 2025. It is stated that ¿when staff pushed the button to have the needle retract, it did not retract.¿ 1. Please confirm that no patient or health care provider harm occurred. There were no patient or healthcare workers injured with this. 2. If there was an adverse health outcome, please describe.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the nine representative 20g insyte autoguard units that were received in sealed unit packages from lot 4267887. A functional test showed that each needle retracted within specification. No damage or defects were identified on the returned samples. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: the complaint from staff is ¿when staff pushed the button to have the needle retract, it did not retract.¿